Manufacturer narrative:
The insulin pump was received with a blank display due to the battery tube connector not properly plugged in. The insulin pump had a cracked reservoir tube lip, cracked case at the display window corner and a scratched reservoir tube window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump had a blank screen and did not switch off. The blood glucose reading was not given. The insulin pump was replaced and returned for analysis.